Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure the aortic cutters 5-pack (3.8mm) caused tears in the wall. Straight wound starting from the saphenous aorta anastomosis in "wheel radius". No procedural delay. Absence of an opening of the heartstring, need to resort to a second device that worked for it. There was harm to the patient, and revision surgery. Major hemorrhagic shock associated with cardiocirculatory failure requiring mechanical inotropic support by ECMO for 48 hours, blood loss in the acute phase is more than 5 liters leading to a return to block under external cardiac massage with mediastinal revision which easily allowed to close the aortic wound.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) aortic cutter caused tears in the wall. Straight wound starting from the saphenous aorta anastomosis in "wheel radius". No procedural delay. Absence of an opening of the heartstring, need to resort to a second device that worked for it. There was harm to the patient, and revision surgery. Major hemorrhagic shock associated with cardiocirculatory failure requiring mechanical inotropic support by ECMO for 48 hours, blood loss in the acute phase is more than 5 liters leading to a return to block under external cardiac massage with mediastinal revision which easily allowed to close the aortic wound.

Manufacturer narrative:
Trackwise #(B)(4). The lot # 3000251565 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) aortic cutter caused tears in the wall. Straight wound starting from the saphenous aorta anastomosis in "wheel radius". No procedural delay. Absence of an opening of the heartstring, need to resort to a second device that worked for it. There was harm to the patient, and revision surgery. Major hemorrhagic shock associated with cardiocirculatory failure requiring mechanical inotropic support by ECMO for 48 hours, blood loss in the acute phase is more than 5 liters leading to a return to block under external cardiac massage with mediastinal revision which easily allowed to close the aortic wound.

Manufacturer narrative:
Trackwise(B)(4). Updated sections: b4, g4, g7, h2, h6, h10, h11. Corrected sections: b5, d4.